Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that dissection, as listed in the xience v IFU and risk assessment, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors including lesion characteristics, technique, and product size. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the rca was predilated with an rx voyager. A 2.75 x 28 xience stent was implanted; however, a distal dissection occurred and was treated with a 2.5 x 18 xience stent. No additional event or patient information is available.